Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. Customer¿s blood glucose level was 143 mg/dl. Customer stated that the back arrow button was unresponsive. Customer also reported pump errors. Customer was able to clear the alarm and was able to complete the rewind. The device will not be returned for analysis.